Manufacturer narrative:
B3: corrected to (B)(6) 2020 in initial MDR per updated complaint questionnaire received on (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -8.0/3.0/93 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was removed within the same surgery and later replaced with a shorter length lens due to excessive vault. It was reported that the problem resolved. Unknown was reported to be the cause of this event.